Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that their entire system was removed because it ¿wasn¿t doing the job¿ and ¿never touched the problem.¿ no further complications are anticipated.